Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Tandem technical support verified that the auto off alarm was set at 8 hours, and educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting; however the customer continued to allege that the alarm was not declared properly. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.